Event description:
It was reported by service report that the fowler was drifting down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: gas assist cylinder.